Event description:
It was reported that the user performed a full reset on the ilet pump, experienced low glucose recorded at 65 mg/dl and also reported a prior episode of very high glucose of 450 mg/dl after forgetting to reconnect the pump, pausing it for two hours, and administering a manual injection. Customer care provided support that included education on allowing the pump to readapt after a reset and best practices for avoiding missed connections and unnecessary pump pauses. Investigation of this case revealed no device malfunction and suggested that the hypoglycemia and hyperglycemia were associated with therapy transitions and user handling, including a pump reset, a period off pump, and pump pausing. Symptoms included dizziness during the low glucose episode and no reported symptoms during the high glucose episode. Outcomes included self-treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.